Event description:
It was reported by service report that the litter was allegedly drifting. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Stryker technician was unable to duplicate the issue.